Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio replaced both the system and power pcb assemblies and after observing proper device operation through functional and performance testing the unit will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The patient, a male in his (B)(6), had been down and unconscious for approximately 5-10 minutes before the medical personnel arrived. The device was attached to the patient, but when the device was moved it would power off by itself. When the device was on, medical personnel were able to determine that the patient was not in a shockable rhythm and no shocks were attempted. A backup device arrived on scene and was used to continue to monitor the patient. No defibrillation shocks were provided to the patient with the backup device. The patient did not survive the event; however, the customer advised that the device use did not impact patient care because the patient never had a shockable rhythm that warranted defibrillation.

Manufacturer narrative:
Following the replacement of both the system and power pcb assemblies physio-control determined that it did not resolve the reported issue as originally thought because the issue reoccurred again during testing. Physio then replaced the device's batteries, battery pins and contact pcb assembly. The issue did not return. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.